Manufacturer narrative:
The reported events of stylet could not be removed and insulation damage were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The connector pin and crimp sleeve were found pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during procedure, and the ptfe stylet coating in this area was noted to be bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event of stylet could not be removed was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. Further analysis found procedural damage to the lead insulation distal to the connector boot. The cause of the reported event of insulation damage was isolated to procedural damage.

Event description:
During an initial implant procedure on (B)(6) 2023, it was reported that the stylet become stuck in the right ventricular (rv) lead. Upon trying to remove it, the insulation became damaged. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.